Event description:
The reporter stated there was a needle mechanism failure as the cannula did not deploy. There was no impact to the patient¿s blood glucose reported and no medical assistance was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.